Event description:
I had a mesh used in a hernia repair (B)(6) 2011. After this surgery, I repeatedly went to the surgeon telling him of pain that I knew something was not right. By the end of that yr, I decided to get a 2nd opinion and switch dr's. After scans, add'l tests and multiple follow ups, my new dr agreed that a exploratory surgery was needed. In that surgery, (B)(6)2012, it was discovered that the mesh caused adhesions in which my fallopian tube and ovary were adhered to bowel. Causing slow filling of tube (important since this may be contributing to a new infertility issue) and extreme levels of pain and discomfort.